Event description:
The customer reported the system would intermittently fail to display a usable fluoroscopic live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated and the fuses were replaced during the service call. The system was tested and found to be working as intended and put back into service.